Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the inform base unit. Reference medwatch report with patient identifier (B)(6) for the inform meter.

Event description:
Caller states there is melted plastic in the connector pin area of the inform meter and that the inform base unit was smoking while it was docked. No adverse event reported. Requested return of suspect device and replacement was sent.